Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the scanner was broken. A field service engineer replaced the scanner to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system scanner was not working. The customer indicated that they were able to retrieve the medication from alternative machine and there was a delay in patient care workflow. Technician was not able to load medications into the machine. There was reported no patient harm. There were no adverse events or injuries reported based on this event.